Event description:
It was reported that the motor device "overheated." It was unknown to the reporter if the device was used in surgery. The date of the event was undetermined. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device, and the reported condition could not be duplicated. However, during functional testing it was observed that the device had vibration. Evidence indicates this was due to normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.